Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument was difficult to open and the staples did not form properly. The surgeon performed a colostomy during a re-operation. The hospital has reported the patient's condition is satisfactory.